Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler cassette, and the serious adverse events of peritonitis (characterized by abdominal pain), which required hospitalization, antibiotic therapy, and the subsequent transition to hd for rrt. Causality was attributed to an unspecified touch contamination event. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s). It is a well-known fact those individuals undergoing pd for rrt (manual or cycler based) have a significantly increased risk for infections of the peritoneum. Based on the information available, the fmc cassette can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency and/or malfunction caused or contributed to the serious adverse events.

Event description:
Fresenius became aware (via a customer experience survey), this peritoneal dialysis (pd) patient was recently hospitalized for a serious infection (peritonitis or access related). No additional information was provided. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted due to peritonitis. The patient was treated with intravenous (IV) piperacillin/tazobactam daily (dose, duration not provided) with good success. However, the patient experienced continued drain complications while admitted (cathflo attempted x2 without success), which led to the removal of the patient¿s pd catheter (not a fresenius product) and surgical placement of a permanent hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to hd for rrt on (B)(6) 2021 without issue. The patient¿s peritoneal effluent culture result returned positive for gram-positive organism (species and genus unavailable), and the patient¿s piperacillin/tazobactam was continued. The patient was discharged on (B)(6) 2021 in stable condition and has recovered from the events. The pdrn attributed causality to a touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. No delivery shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. A review of the user guide was performed. No DHR review was performed since the patient number is unknown and could not be performed a sap shipping search for the possible involved lots. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed. The alleged event was confirmed.

Event description:
Fresenius became aware (via a customer experience survey), this peritoneal dialysis (pd) patient was recently hospitalized for a serious infection (peritonitis or access related). No additional information was provided. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted due to peritonitis. The patient was treated with intravenous (IV) piperacillin/tazobactam daily (dose, duration not provided) with good success. However, the patient experienced continued drain complications while admitted (cathflo attempted x2 without success), which led to the removal of the patient¿s pd catheter (not a fresenius product) and surgical placement of a permanent hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to hd for rrt on (B)(6) 2021 without issue. The patient¿s peritoneal effluent culture result returned positive for gram-positive organism (species and genus unavailable), and the patient¿s piperacillin/tazobactam was continued. The patient was discharged on (B)(6) 2021 in stable condition and has recovered from the events. The pdrn attributed causality to a touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.